Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure the ventricular lead had dislodged it was confirmed via an x-ray. The lead was explanted and replaced. The patient's condition before and after the procedure was good and without any complications.